Event description:
It was reported that noise was seen on the right ventricular (rv) and shock channels. Technical services (ts) was contacted, and ts discussed that it appeared to be electromagnetic interference (emi). Slight noise was also seen on the right atrial (ra) channel. There was only one instance of rv oversensing of the noise with only a touch of pacing inhibition. The device and leads remain in service. No adverse patient effects were reported.